Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the omnilink stent delivery system (sds) was inserted into the anatomy, but was noted to be partially deployed on the proximal end. The omnilink sds with the stent was removed from the patient and an unknown stent was used to complete the procedure without further incident. The intended target lesion was estimated to be either the inferior mesenteric artery or the renal artery. There was no adverse patient effect from the device issue. There was no reported difficulty removing the partially deployed stent. After removal from the anatomy, one stent strut appeared to be flared on the proximal end. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(6).